Event description:
It was reported by the rep that the device was used during a laparoscopic tubal ligation. It was reported the 512s gasket was torn. Another device was utilized to complete the case. There was no consequence to the patient.